Event description:
The procedure was to treat right carotid bifurcation. After stent placement, an attempt was made to retrieve the filter basket, but the accunet I recovery catheter could not be advanced through the stent. An accunet ii was used to successfully retrieve the filter basket without issue. There were no pt effects reported.